Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. The root cause of the thrombus is most likely due to the patient¿s condition as the clinical states thrombus was observed upon removal.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient developed a left ventricle thrombus during impella support. The thrombus was identified via echo and the decision was made to explant the pump.